Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2019 she experienced abdominal pain lower (seriousness criterion medically important), intermenstrual bleeding ("bleeding between periods"), headache ("headaches"), myalgia ("muscle pain"), arthralgia ("joint pain"), back pain ("back pain"), myositis ("multiple regular muscle inflammation"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), tinnitus ("tinnitus") and amnesia ("neurologic disorders with loss of words more and more frequent search for a simple word in basic situations"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, headache, myalgia, arthralgia, back pain, abdominal pain lower, myositis, fatigue, sleep disorder, tinnitus or amnesia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-mar-2023. The most recent information was received on 03-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2019 she experienced abdominal pain lower (seriousness criterion intervention required), intermenstrual bleeding ("bleeding between periods"), headache ("headaches"), myalgia ("muscle pain"), arthralgia ("joint pain"), back pain ("back pain"), myositis ("multiple regular muscle inflammation"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), tinnitus ("tinnitus") and amnesia ("neurologic disorders with loss of words more and more frequent search for a simple word in basic situations"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, headache, myalgia, arthralgia, back pain, abdominal pain lower, myositis, fatigue, sleep disorder, tinnitus or amnesia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality-safety evaluation of ptc. Amendment: seriousness criterium for event "lower abdominal pain" amended from "medically significant" to "intervention required". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.